Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sleeve not recovering with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for sleeve not recovering was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® wingset button blood collection set leaked during collection due to sleeve not recovering. No serious injury, no medical interventions. No mucous membrane exposure reported.